Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported by a field clinical specialist (fcs), approximately 3 years and 9 months post-implant of a 20 mm sapien 3 ultra valve in the aortic position via transfemoral approach, the patient was admitted for worsening shortness of breath/dyspnea on exertion. Most recent echo indicates mode of failure to be moderate to severe regurgitation (central). After reviewing the medical records provided, degeneration was causing the severe bioprosthetic aortic regurgitation and because there is also the severe bioprosthetic as which was indicated in the echo with an ava of 0.52cm2.

Manufacturer narrative:
A supplemental MDR is being submitted for correction and additional information. The following sections of this report have been updated: corrected h.6 investigation conclusions and investigation findings. Added new information to b.7 other relevant history and h.6 type of investigation. Per medical record review, the patient have history of as, acute new onset heart failure with mid-range ejection fraction (hfmref), chronic nonobstructive cad, copd, intermittent hb s/p ppm, htn, hld, cdk, type 1 bipolar disorder, ra, sob, hypoxia. The device was not returned to edwards lifesciences for evaluation. Without the device returned for evaluation, visual inspection, functional testing and dimensional analysis were unable to be completed. Imagery was not provided for review. A review of the risk management documentation was performed, and no evidence of product non-conformances or labeling/IFU inadequacies were identified in the evaluation. The complaint was confirmed based on the provided medical record. A review of the DHR, complaint history and lot history did not provide any indication that a manufacturing non-conformance would have contributed to the event. A review of the IFU revealed no deficiencies. During the manufacturing process, all sapien 3 ultra valves are 100% visually inspected for defects and 100% tested for coaptation prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction would contribute to the event. Per the instructions for use (IFU), structural valve degeneration (svd) is a potential risk associated with bioprosthetic heart valves. Svd may be manifested as stenosis with thickened leaflets. Svd refers to changes intrinsic to the valve and can include failure modes such as wear, calcification, leaflet tear, stent creep, leaflet disruption, leaflet retraction or thickened leaflet. Svd may be mild and not require any intervention or it may be moderate to severe. It can cause the heart to work harder to eject blood from the ventricle. Depending on the severity it could be an indication for valve replacement or medical intervention. As reported, ''approximately 3 years and 9 months post-implant of a 20 mm sapien 3 ultra valve in the aortic position via transfemoral approach, the patient was admitted for worsening shortness of breath/dyspnea on exertion. Most recent echo indicates mode of failure to be moderate to severe regurgitation (central). After reviewing the medical records provided, it was stated in the cardiology consultation progress notes that degeneration was causing the severe bioprosthetic aortic regurgitation and because there is also the severe bioprosthetic as which was indicated in the echo with an ava of 0.52cm2.'' Per medical record, patient had vast comorbidities (e.g. Hypertension, hyperlipidemia, chronic kidney disease, etc.), which are known factors that may increase the risk of early valve degeneration. As such, available information suggests that patient factors (pre-existing comorbidities) may have contributed to the complaint event. However, a definitive root cause is unable to be determined. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No IFU/labeling/training manual inadequacies were identified. Therefore, no corrective or preventative action nor product risk assessment is required at this time.